Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a mildly calcified, moderately tortuous left anterior descending coronary artery that is 80% stenosed. With a balloon dilatation catheter connected, the physician tried to close the cap of the copilot in the priority pack 20/30 with copilot, but fluid was still leaking from the bleedback control seal. A non-abbott inflation device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.